Event description:
A patient reported that the battery life of their pump was depleting rapidly, requiring nightly charging. There was no adverse impact to the customer¿s blood glucose level. The patient chose not to troubleshoot and requested documentation for insurance purposes, as the pump was out of warranty.